Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event the same day as onset. On an unreported date, the patient was treated with injection vancomycin (1 gram in first bag then every fifth, duration not reported) and an intraperitoneal injection magnova (1 gram in first bag then 500 milligram in each exchange for fourteen days) for peritonitis. At the time of this report the patient was recovering from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the peritonitis was manifested by ¿hazy¿ peritoneal dialysis (pd) effluent and at the time of this report, the patient¿s pd effluent was still hazy. On an unreported future date, the physician plans to remove the patient¿s pd catheter. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.